Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was over 600 mg/dl at time of emergency room visit. Customer's blood glucose at time of call was 305 mg/dl. Customer was treated with insulin drip and fluids for dehydration. Customer was wearing the device during time of emergency room visit. During troubleshooting, customer mentioned she had been using manual insulin injections to treat her blood glucose. After troubleshooting, customer was advised the tubing clamp will be sent to the customer, and advised the customer to call back to complete troubleshooting. Customer will not be returning the device for analysis.